Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was 560mg/dl. Reportedly, customer went to the emergency room, however, the customer left before receiving any treatment. The customer delivered a bolus via the pump to address the bg level. Reportedly, customer changed pump supplies to resolve the issue.